Manufacturer narrative:
(B) (4): final device analysis was not available at the time of this report. A f/u medwatch report will be sent when the analysis is complete and/or when add'l info is received from the hcp.

Event description:
The drug concentration was going to be changed from 5,000 mcg/ml to 2,000 mcg/ml log baclofen. The bridge bolus procedure was discussed. It was decided not to do a bridge bolus and a system contents removal procedure was conducted. There was difficulty accessing the port due to the pt's size. It was finally possible after using fluoroscopy. Upon aspirating the catheter, there was yellow-tinged fluid which was sent to the lab for analysis. The pt was in too much pain at that time from accessing the catheter to continue with the procedure and it was aborted. Per the MFR rep, the procedure did get completed (unk date) and the pt's status was fine. The composition of the yellow-tinged fluid was unk. It was later reported that a dye study revealed a break in the catheter. The system was replaced. Further info is being requested from the hcp.